Manufacturer narrative:
The remote support engineer (rse) had conversations with customer which took place on (B)(6) 2023.the customer explained that he was repairing the device due to damage to its battery case and mistakenly damaged the speaker, explaining further that that the device now gives the inop message when powering the device. Customer asked for part information to replace the speaker. The rse explained to customer that the repair strategy is bench repair or full unit exchange are the only options from philips. However the customer was provided with the replacement part no# 453564262511 and the service guide with available spare part information. Customer is taking responsibility to correct/repair the device on resolving the damaged speaker.the engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer is taking responsibility to resolve the reported problem. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer that the mx40 1.4 ghz smart hopping device speaker got damaged while repairing device for a damaged battery case/now gives speaker malfunction inop message. The device was not in use.